Manufacturer narrative:
The device was not returned to resmed. A resmed product specialist troubleshot the device alarms over the phone. The evaluation determined that the alarms were all triggered as designed due to a completely depleted internal battery. The customer was informed of this and began charging the device with no further issues. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a critically low battery alarm resulting in an unexpected restart and power failure. There was no patient injury reported as a result of this incident.